Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there were air bubbles inside the tubing of the infusion sets that resulted high blood glucose to the customer. The customer reported blood glucose of 33 mmol/l at the time of incident. The customer reported that his blood glucose are high due to air bubbles. Troubleshooting was performed. The customer reported that the air bubbles are appearing at the end of the tubing. The customer reported that he can smell the insulin but did not see any leaks. The infusion set will be returned for analysis.